Event description:
A revision surgery was reported due to a screw loosening from the plate.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product has been requested for return to the manufacturer for evaluation; however, no product has been received by the date of this report. Review of the device manufacturing records indicate no manufacturing defects identified. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.